Event description:
It was reported by service report that the touch screen was not working properly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: loose ribbon cable connection.